Manufacturer narrative:
Correction is being made to previously submitted g4 - PMA/510(k) #, h4 - device mfg date, h5 - labeled for single use, and h8 - usage of device. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: broken ceramic tip. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the sheath distal end of the resection casing was broken. The event occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.